Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator had an erratic display while in use on a patient. The patient was removed from the ventilator, manually ventilated, and placed on a second ventilator. There was no harm to the patient as a result of the event.